Event description:
It was reported that the device went to eri (elective replacement indicator) prior to five years due to high thresholds. It was further reported that one of the leads moved after initial implant. The device was removed and replaced. It was further reported from follow-up information that it was the atrial lead that had moved and had the high thresholds and not the right ventricular lead. Both leads had previously been reported as it was unclear which lead had the issue. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device went to eri (elective replacement indicator) prior to five years due to high thresholds. It was further reported that one of the leads moved after initial implant. The device was removed and replaced. The leads remain in use. No patient complications have been reported as a result of this event.